Event description:
It was reported that during a procedure, @ 20,000 joules; 4:12 minutes, the fiber was not producing vaporization. The fiber was exchanged and the procedure was completed. Patient outcome "ok" reported.

Manufacturer narrative:
(B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2400-339a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits mild char; the glass cap exhibits severe devitrification at the output window. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.